Event description:
During preparation for a left atrial flutter procedure, with the patient prepped, the remote monitor did not have a signal from the computer resulting in cancellation of the procedure. After troubleshooting it was discovered the issue was the display port on the computer.

Event description:
During preparation for a left atrial flutter procedure, with the patient prepped, the remote monitor did not have a signal from the computer resulting in cancellation of the procedure. After troubleshooting it was discovered the issue was the power supply cable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported communication issue could not be determined.